Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verioiq meter read inaccurately high compared to another device (doctor/clinic meter). The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began on (B)(6) 2015 at 1:45pm. The patient reported obtaining blood glucose readings of 376 mg/dl wiith the subject meter and 297 mg/dl on the other device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls within lifescan's criteria for accuracy. The patient informed the csr that she manages her diabetes with insulin (self-adjuster) and denied making any changes to her usual diabetes management regimen due to the alleged inaccuracy issue. The patient stated that two and a half hours after the alleged issue began she developed symptoms of" sweats, shakes, nausea and felt dizzy and disorientated". The patient reported treating herself with glucose tablets/gel at 4:00pm in response to the symptoms. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that an approved sample site was used for testing. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
The meter failed testing. The reported issue was confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.